Event description:
It was reported that " (B)(6) 2024, when the catheter was inserted into the patient's body, it was found that the central cavity of the balloon was broken and the catheter was withdrawn." Other surgical intervention used are unknown. Patient condition was reported as "fine".

Manufacturer narrative:
Qn# (B)(4) the reported complaint that the "central cavity of the balloon was broken" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-2, inp-4) for investigation. The sample was returned in a cardboard box and was loosely packed within the original box (inp-1, inp-5). Upon return, the wire round/polyimide (part of the flex tip assembly) was immediately noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.2cm from the iabc distal tip (inp-9). Furthermore, the separated end of the inner cannula (iabc central lumen) pierced the bladder at approximately 10.1cm from the iabc distal tip (inp-8 and inp-10). The one-way valve was tethered to the short driveline tubing (inp-7). The bladder was fully unwrapped (inp-8). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at l east 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted damaged/separated central lumen (inp-10). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip (anp-1). The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen (inp-9). After the iabc distal tip was blocked off, another leak was noted from the iabc bladder at the location of the previously noted damaged bladder (anp-2, inp-10). The leak from the iabc bladder is consistent with contact from the damaged/separated end of the central lumen. No other leaks were detected. Due to the returned state of the device, the damage to the bladder potentially occurred after the removal of the device from the patient or during the returned shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 4.2cm from the iabc distal tip, the central lumen was likely blocked by the dried blood. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. No resistance was noted. The guidewire exited the central lumen at the l ocation of the inner cannula separation. Some blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint was undetermined. CAPA has been previously initiated under teleflex's quality system by the manufacturing site for this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "on (B)(6) 2024, when the catheter was inserted into the patient's body, it was found that the central cavity of the balloon was broken and the catheter was withdrawn." Other surgical intervention used are unknown. Patient condition was reported as "fine".